Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert occurred around the time issue began, but issue had already resolved by time of call. There was no adverse impact to the customer's blood glucose level. Customer changed charging supplies using tandem wall adapter and charging cable, after which pump began charging normally, pump did not shut down or become unable to turn back on, and no further assistance was required.